Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with striae in left eye one day post treatment. Flap lift and rinse was performed. Account reported there was no loss of best corrected visual acuity (bcva). The patient was asymptomatic.

Manufacturer narrative:
Flap lift and rinse. All pertinent information available to abbott medical optics has been submitted. Placeholder.